Manufacturer narrative:
(B)(4) follow up: the customer reported flaking of the white cement that seals the red connector to the needle. To support the investigation, two photographs were provided. One image shows the top webs of the blister packaging. The second depicts a needle assembly outside its packaging, with the shield removed and placed to the side. In this image, epoxy is visible as a drip toward the top of the needle, and a loose epoxy particle is present inside the plastic shield. No additional defects or imperfections were observed. This condition is consistent with a potential jam at the cannulator. Cannulator verification was performed, settings were within specification and product flow was acceptable. Based on the investigation and photographic analysis, the customer reported symptom is confirmed.

Manufacturer narrative:
Correction: material number updated. See d tab.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported foreign matter. Description: blunt fill needle was flaking. The white cement that seals the red connector and the needle together was flaking white bits down onto the heparin vial the rn was trying to draw up vial. Some flakes did enter the vial, making it unusable. No patient harm.